Event description:
It was reported that a (B)(6) pt underwent a kyphoplasty procedure on level t9. A cement extravasation, small leak, at the right side of the distal end plate to level t9 was noted. There were no pt complications. No add'l info was reported.

Manufacturer narrative:
Method - device not returned, f/u with rep.